Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was found to be under infusing greater than six (6) percent during bench testing.

Manufacturer narrative:
Other, other text: h6 evaluation codes: updated. H3: updated . One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to have no cracks. The device?s event history log was not required. To conduct functional testing three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. The device was found to be within manufacturing specifications. They replaced the expulsor assembly as a preventative measure due to the device servicing the same issue second time. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in 06/2023 and the complaint was related to the previous service of the device.